Manufacturer narrative:
Date rec¿d by MFR : 08jul2019, date of report : 24jul2019. The customer reported the device can't stand by and tidal volume is too low. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The fse replaced the gas delivery system to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. International UDI# (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer support reports vent error. There was no patient involvement.